Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition before, during and post procedure.